Event description:
A peritoneal dialysis (pd) nurse reported they had problems with their transfer sets being difficult to open and close. They began noticing this problem when the started using alcavis. They reported one patient could not get their transfer set all the way shut which caused peritonitis. The patient was diagnosed with peritonitis on (B)(6) 2011 and was initially treated with antibiotics as an outpatient. When the patient was seen, the transfer set was not shut. The patient was later hospitalized for peritonitis and then transferred to hemodialysis. Although the patient and his caregiver were having difficulty opening and closing the transfer set, the pd nurse stated she is not sure if that was what caused the peritonitis. The patient has recovered and remains on hemodialysis. A causality statement was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and the root cause was undetermined. A batch review was conducted for potentially associated lot number (h11c31030). An exception was noted, but there is no evidence to support association to the reported problem. A batch review was conducted for potentially associated lot numbers (h10k12043, h11c16098, h11d25048, h11f06043, h11f08064, h11g25033) with no defects noted during the manufacturing process. This issue is being investigated through CAPA.